Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and an "acute" rise in thresholds were noted on the right ventricular (rv) lead post operatively. Trouble shooting was performed. The lead remains in use. No patient complications have been reported as a result of this event.